Manufacturer narrative:
(B)(4) (lens would not unfold) -unlabeled. Eval: method: lens work order search. Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6 mm micl 12.6 implantable collamer lens but the lens would not unfold in the pt's eye. The surgeon ejected more viscoelastic to try and open the lens, then used a sinsky hook to try and break the lens edge adherence, with no success. The lens was then pulled out of the eye with forceps, and in doing so, a piece of the icl was torn. The backup icl was implanted with no problem. Add'l info was requested but none has been forthcoming. If add'l info is received, a supplemental medwatch will be submitted.